Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure using the gen11 generator, the electrode came off of the device after it was removed from the patient. The broken piece will be returned with the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device a was received in good physical condition. The electrode was attached to the device. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) it is possible that the device returned for inspection is not the one used during surgery. The device b was received with the electrode and the active rod missing from the device and not returned with the instrument. The ceramic was cracked . Also the cable was cut off from the device. As the cable was cut off, no functional testing could be performed. Device b. Batch g9kw3e, mfg date 9/2/2010, exp date 8/2/2012.